Event description:
It was reported that an issue with slack was observed on the right ventricular (rv) lead. A rv lead revision was performed (B)(6) 2026. The patient was discharged following the procedure.

Manufacturer narrative:
Physician's name: (B)(6).